Event description:
On (B)(6) 2014, the surgeon performed a bilateral ifuse procedure on the patient placing three ifuse implants on each side. After the initial surgery, the patient woke up with left leg pain and tingling in his left foot. A CT scan revealed that two left side implants were impinging on the s2 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he repositioned two implants by backing them out a few millimeters. The patient's symptoms resolved after the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2014: ifuse implant, p/n 7050-90, lot# i0835, manufactured 10/23/13, expires 2018-10; ifuse implant, p/n 7045-90, lot# i0898, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/14/13, expires 2018-11.